Event description:
The instrument did not form staples when placed and fired across the rectal stump. The patient had a temporary transverse ileostomy. The surgeon performed a manual distal purse string and completed the anastomosis with a premium plus ceea.